Event description:
The customer contact reported a delay in critical therapy. On (B)(6) 2013, it was reported that the patient had an actively bleeding upper gastrointestinal bleed. The patient's hematocrit was 20.4% and hemoglobin was 7.1 gm/dl. The customer contact reported that the patient had two peripheral IV access sites. It was reported that the first unspecified location on the right hand and was being used to deliver an unspecified concentration of diprivan, at an unspecified rate, via a pump. The secure lock male adapter of the tubing set was connected to the second peripheral IV access site which was located at the medical aspect of the right forearm towards the thumb. The customer contact reported that the blood set with blood pump bulb was being used to deliver an unspecified volume of packed red blood cells (prbc). At an unspecified length of time during the delivery of the prbc, a cloudy substance 4-6 inches in the distal end of the tubing moving up into the blood pump of the blood set was noted. The customer contact reported that the IV access sites could have been sharing the same vein. The customer contact reported at an unspecified time, a clot was noted at an unspecified location in the blood set and the tubing set was discarded. There were no reports of any adverse patient effects. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.